Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was to have the pressure adjusted, but did not go to the hospital. The patient later indicated they did not feel uncomfortable and did not need to adjust the pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2017. Beginning in (B)(6) 2017, the patient experienced headaches.